Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot phm381, and no non-conformance's were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a knee replacement procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the suture broke. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Date sent to the FDA: 04/28/2020. Additional information: one used open sample of product was received for analysis. During the visual inspection of the used sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined along of strand and body fluids at barbs were noted and the sides of fixation tab were broken. Per the condition of the sample, it could not be determined what may have caused the reported incident. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab.